Manufacturer narrative:
Combination product: yes.

Event description:
Patient received 17 inappropriate shocks due to noise oversensing. The capture threshold was 2v@1ms, higher than at the prior check. Tachycardia sensing was disabled. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.